Event description:
It was reported that during the procedure, the console showed a low power message and returned to standby mode. The procedure was completed with the original device. There were no patient complications.

Event description:
It was reported that during the procedure, the console showed a low power message and returned to standby mode. The procedure was completed with the original device. There were no patient complications.